Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2017: litigation received. Litigation alleges pain. No part and lot information provided.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null.

Event description:
In addition to what was previously alleged, ppf alleges elevated metal ion, metallosis, and metal wear . After review of medical record, the patient was revised to address left hip arthroplasty malposition. Revision notes reported that a leg discrepancy was noted. The fiber of the gluteus maximus were split bluntly. Gray tinged fluid was observed. The tissue fo the greater trochanteric bursa was gray and scrotalized and was widely dissected using bovie. The tendon of the piriformis was identified. The entire synovium was gray and a wide synovectomy was performed. The superior osteolytic defect was observed to contain grayish pasty osteolytic debris. Updated product and lot number of head and liner. Added patient date of birth. Corrected patient identifier. Added medical history, stem, and liner to this complaint.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.